Manufacturer narrative:
Investigation summary bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for liquid in the tube was observed. Additionally, nine (9) retention samples from bd inventory were evaluated by visual examination and the issue of liquid in the tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of liquid in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® c&s transfer straw kit, an unspecified number of tubes contained a liquid additive instead of dry powder. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® c&s transfer straw kit, an unspecified number of tubes contained a liquid additive instead of dry powder. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.